Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the secondary bag did not infuse as the clinician forgot to open the clamp on the secondary set. The issue was reported to bd associate during their site visit. Per report, "generalized feedback, no further information available, no products will be returned for investigation." There was patient involvement but unknown outcome.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established.

Event description:
It was reported that the secondary bag did not infuse as the clinician forgot to open the clamp on the secondary set. The issue was reported to bd associate during their site visit. Per report, "generalized feedback, no further information available, no products will be returned for investigation." There was patient involvement but unknown outcome.